Event description:
The patient presented in-office with excessive bleeding post-op (2 days) using a zip surgical skin closure device. The doctor changed the patients dressing and observed the zip device was adhered as expected and no malfunctions of the device were noted. The zip device was left on the patient and the dressing was changed. The patient was reported to have factor 5, a blood clotting disorder. No additional adverse consequences or medical intervention was reported.